Event description:
It was reported via phone call, that the customer has bent cannulas and bubbles at the site. Customer's blood glucose level at the time 277mg/dl. Customer's most recent blood glucose level 314mg/dl. Troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.